Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the surgeon removed the insert to gain access of the knee so he could clear out tissue-knee debridement. Same size insert was implanted after excess tissue removal (eis6s10l lot: 1784846).